Manufacturer narrative:
The reported event of the diagnostic display anomaly was confirmed. Based on the information provided, it was determined that the value of 21 was seen was accurate as the max congestion index value is capped at ~21 days. The device is performing per design.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited incorrect measurements. It was noted that the corvue counter displayed 21 when the trend indicated daily impedance below reference impedance for the last 29 days. No intervention was performed. Physician decided to continue to monitor.